Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient called again and says the controller was "doing the same thing with the question mark and we cant sync it". They reviewed that as they told them during her last call, if the replacement equipment did not connect with her implant, then the next step is to follow up with doctor.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a screen with a question mark, poor communication. The patient tried communicating with and without the antenna. The patient stated they were at work and unable to troubleshoot at the office, and would call back later. The patient also reported a sudden return of symptoms with the poor communication screen at the end of march. The patient called back with the same issue and was sent a replacement programmer. The patient was redirected to their healthcare provider to have their ins checked if the replacement programmer did not resolve the poor communication. No further complications were reported.